Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The (B)(4) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began one month prior to contacting lfs. On an unspecified date/time, the patient reportedly obtained a blood glucose result of "361mg/dl" with the subject meter. The patient's testing frequency and diabetes management are unclear; however, according to the csr's documentation the patient allegedly administered "too much insulin" (type and dosage not specified). According to the csr's documentation, 16 hours after the alleged issue began the patient reportedly developed a headache. On (B)(6) 2011 at approximately 12:30pm, the patient reportedly went to urgent care and obtained a blood glucose result of "169mg/dl" with the urgent care's mete (type not known). The patient's blood glucose result (with the subject meter) prior to going to urgent care is unclear. During the patient's time in urgent care, the patient indicated the health care provider (hcp) wrote a prescription for a new meter and she was also given a new meter to use. It is not specified if the patient received any other form of medical intervention after the alleged issue occurred. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl) and noted that the patient performed a quality control solution test which allegedly did not pass. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.